Event description:
A consumer reported she experienced dry eye and mild posterior capsular thickening following bilateral intraocular lens (iol) implant surgery. She stated she has used multiple products to relieve the dry eye symptoms with no success. She reported she had no history of any eye problems prior to the cataract operation. The consumer did not provide the surgeon's contact info; therefore, f/u could not be conducted. There are two medical device reports associated with this event. This is for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. The consumer did not provide the surgeon's contact info; therefore, f/u could not be conducted. (B)(4).